Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a patient who had undergone implantation of a 21mm trifecta valve on (B)(6) 2009 was transported by ambulance to the hospital with shortness of breath and weakness. During transport, the patient experienced sudden onset low back and abdominal pain. Following arrival at the hospital, the patient was intubated and experienced a sudden hypotension and a rapid decline in heart rate from 70 to asystole in 1 minute. As the patient had a standing dnr order for "no CPR", CPR was not performed and the patient died on (B)(6) 2015. The relationship of the event to the device remains unknown or cannot be determined. According to the death certificate, the immediate cause of death was cardiac arrest with an antecedent cause of myocardial infarction. (Clinical study patient ID: (B)(6)).